Manufacturer narrative:
The failure investigation has been completed and the battery issue was verified. Functional testing was performed and the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Bg value and cause were not provided as the customer declined further troubleshooting with tandem technical support and continued to use the pump for insulin therapy.